Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a japanese patient developed a skin irritation. The irritation was described as like a heat rash with a bleeding sore. There was no alleged device malfunction contributing to the irritation. The patient applied restamin kowa cream from an unrelated irritation and used baby powder. The patient returned the equipment and the medical outcome is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The irritation was described as like a heat rash with a bleeding sore. There was no alleged device malfunction contributing to the irritation. The patient applied restamin kowa cream from an unrelated irritation and used baby powder. The patient returned the equipment and the medical outcome is unknown.